Manufacturer narrative:
Neurostimulator model # 37602 (B)(4) implanted 2012-(B)(6) explanted unknown; extension model # 7482a66 lot # nhu184904v implanted 2012-(B)(6) explanted unknown; lead model # 3389s-40 lot # v838904 implanted 2012-(B)(6) explanted unknown; lead model # 3389s-40 lot # v838904 implanted 2011-(B)(6) explanted unknown.

Event description:
It was reported that the patient had "seizures" during programming. The patient had concerns regarding how to manage this "side effect". If additional information is received, a follow up report will be sent.